Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found drawer 1 4 failed due to a jam. Found face plate of pocket misaligned with double sided tape, preventing pocket from opening. Corrected alignment and tested all pockets to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers 1.9,1.4 and 1.10 failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.